Event description:
It was reported that the asymptomatic patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited oversensing of noise and p wave amplitude variation. The ra lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events of noise and p wave amplitude variation were confirmed. Final analysis found that as received, a complete lead was returned in one piece. Visual analysis found an external insulation abrasion breaching the outer insulation and exposing the outer coil. The outer insulation was noted to be cut/damaged resulting in the outer coil being stretched/damaged. The cause of the reported event was due to exposure of the outer coil at the abrasion zone which is consistent with friction to the device can. All other damages were sustained during the procedure. No other electrical anomalies or shorts were noted.